Event description:
An aus device was implanted on 08/21/95. The balloon was revised on 02/17/96. The entire device was removed from the patient and replaced on 07/14/97 due to erosion of pump through the scrotum.